Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: the display screen was dim and discolored. The battery compartment was cracked below the grip pad. Unrelated to these issues, the keypad cover was found to be lifting from the button. All of the keypad buttons were responsive and no contamination was found on the contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on 10/30/2015.